Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope showed a e315 error message during inspection/preparation for use. The intended procedure was a bronchial examination and was completed using another similar device. There was no delay in the procedure and the patient was not under sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿ s allegation was not confirmed. Additional evaluation findings: the bending cover, instrument channel tube, and the channel (ch) tube) had leakage, and breakage of switch board was noted. A perforation caused by endotherapy accessories (due to handling problem) was also observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invading the device due to leakage while the user was handling the device which led to abnormality of electronic parts resulted in error message was displayed temporarily. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.